Event description:
The patient was reportedly implanted with stratasis graft in 2003. The patient alleged that as a result of this product being implanted in her, she patient has experienced bladder failure, bladder infections, and painful sex. The following information was not provided by the complaint: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.

Manufacturer narrative:
Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the stratasis graft's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.